Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium fill error. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the unit and found an issue was with the compressor unit. The fse couldn't get to the 420 on vacuum set point. The fse replaced the compressor. The safety, calibration, and functionality checks were passed within factory specifications. The fse returned the unit to clinical service upon completion. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10.

Event description:
N/a